Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not start, displaying a "setting failed" message on the screen. Nihon kohden technical support walked the bme through the process of updating the drivers and screen resolution settings, however the issue persisted. When the device rebooted, it came up to a black screen. Further troubleshooting steps provided by technical support included replacing the video cards and verifying software which resolved the issue.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application would not start, displaying a "setting failed" message on the screen.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at adventist health hanford reported the cns-9701a (mu-971ra sn:(B)(6)) application would not start and unit had a display setting failed message on the screen. Service requested troubleshooting/assistance. Service performed nka technical support walked customer through updating the driver and screen resolution. Unit was rebooted to get the screen to work. Customer was to attempt to change video cards and verify software to see if dongles were required. Upon follow up customer reported the unit was working. No further information provided. Investigation result the cns warranty began 06/02/10, which is over 7.5 years prior to the reported issue. The warranty ended on 06/02/12. A review of cns service history found previously reported issue: 300012235 reported (B)(6) 2015 in which cns display screen was found to be blue. Hard drive was replaced to resolve the issue. There was a suspected failure of the cns graphic board. If the graphic board was not replaced during the cns's lifetime, this would indicate the board was over 7 years of age. During this time, factors such as age, use, and conditions at the facility could contribute to degradation of the cns and its parts. Per cns-9701a service manual rev. E, customer is advised to perform maintenance check on the unit once every six months. Information on if this was regularly performed is unknown. Troubleshooting of the cns display problem, along with proper action to take, is addressed in the cns-9701a service manual. The service manual also outlines steps to replace the graphic board in steps 1 and 2 of "replacing the motherboard". The cns/graphic card was not returned, and no nka evaluation was performed. The condition of the unit is unknown. Customer was able to resolve the issue internally. There were no further reported issues with the cns. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency during manufacturing of the device. The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty period and product discontinuance, and toward the end of the promised support period. Based on the given information, this issue is not suspected to be caused by deficient design.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) application would not start, displaying a "setting failed" message on the screen. Nihon kohden technical support walked the bme through the process of updating the drivers and screen resolution settings, however the issue persisted. When the device rebooted, it came up to a black screen. The bme will attempt further troubleshooting by changing the video cards. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application would not start, displaying a "setting failed" message on the screen.